Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The f-38 alarm occurred on pump one during the power on self test. Initial evaluation confirmed the reported condition. Service determined that the cause was due to the right force sensing resistor (fsr) being out of specification on pump 1. The fsr was replaced to resolve the issue. If additional relevant information is obtained, a follow-up will be submitted.